Event description:
The surgeon inserted a cq2015 three piece collamer lens into the eye and the haptic broke. The incision was enlarged to remove the lens and was replaced with another lens. No sutures required.